Manufacturer narrative:
Initial reporter occupation is patient/consumer. The test strip where requested for the investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable inr result for 1 patient with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The patient's meter result was 3.5inr. The patient's laboratory result was 2.46inr. Comparison measurement was done within 1 hour. The patients therapeutic range was provided as "2.7 ( +/- 0.1 inr)".

Manufacturer narrative:
The returned test strips were measured on reference meters with a high level control sample: target range: 2.4 - 3.0 inr. Measurement 1: 2.7 inr. Measurement 2: 2.7 inr. Measurement 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned and the retention material meet the specification. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.